Event description:
Upon reassessment of the reported event, it was determined that the product was not re portable as it was not explanted and the initial report was submitted in error and needs to be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the product was not re portable as it was not explanted and the initial report was submitted in error and needs to be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 115320 comp rvrs shldr glnsp std 41mm 982880, 110032410 comp aug mini bsplt w tpr sm 64027393, 115370 comp rvs tray co 44mm 430240, unknown humeral stem. Foreign- (B)(6). The complaint is under investigation. Once the investigation is completed a follow up report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00213, 0001825034 - 2019 - 00214, 0001825034 - 2019 - 00215.

Event description:
It was reported that the patient underwent an initial reverse shoulder arthroplasty and underwent a revision due to hematoma approximately one month post implantation. No additional information is available at this time.